Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as broken skin with sharp pain under the patch adhesive. There was no alleged device malfunction contributing to the wound. The patient's nurse applied ointment to the area. The outcome of the wound is unknown.